Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Sections d4 and h4 have been updated, as two potential lot numbers were initially reported. The actual sample was received for evaluation. Visual inspection revealed no breakage or similar anomaly that could lead to the leak. The blood channel of the actual sample was filled with colored normal saline while the blood-out side was blocked, and then pressurized at 100kpa from the blood-in side. No leak was observed. The water channel of the actual sample was filled with colored water while the water-out side was blocked, and then pressurized at 305kpa from the water-in side. No leak was observed. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. It is likely that in the circuit in which the actual sample was built in, a leak might have occurred at some point other than the actual sample, and the leaked liquid migrated to the actual sample, and then dropped; the cap or the luer thermistor located in the upper part of the actual sample might have been loosened, which resulted in a leak route. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number: 190910 or 190919. Expiration date: lot 190910: august 31, 2022; lot 190919: august 31, 2022. UDI : not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date : lot 190910: september 10, 2019; lot 190919: september 19, 2019. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product-release judgement record of the involved product code/lot# combinations was conducted with no findings. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported a leak inside in cardioplegia filter zz*cp50a that was presented when recirculating liquids without having entered the pump. This issue was discovered prior to bypass when the perfusionist was setting up and priming the circuit. The product was changed out and the surgery was completed successfully with no blood loss or other patient harm reported. It is unknown whether this caused any delays to surgery.